Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Technical services was contacted and suggested provocative testing. Provocative testing was performed, and noise was not reproduced. No additional intervention has been performed. The patient experienced dizziness and is stable.